Manufacturer narrative:
B3: estimated date considering the event occurred during an emergent follow up the week of (B)(6) 2024.

Event description:
It was reported a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2021, and a watchman flx closure device was implanted. During an emergent follow up the week of (B)(6) 2024, the patient was hospitalized for symptoms of a cva. An echocardiogram performed was unremarkable. No further interventions or patient consequences were reported. In the physician's opinion, the cva is not attributed to the watchman device, or any cardiac related issue.